Manufacturer narrative:
Sample collection and centrifugation information were not supplied. Qc, calibration, and system check data were not supplied. Service was not dispatched for this event. Customer suspected sample handling, especially spinning, as the cause of the erroneous result.

Event description:
When contacted by beckman coulter inc. (Bci) regarding the troponin (accutni) assay performance, the customer stated that their laboratory had obtained false positive troponin (accutni) results, generated by the access 2 immunoassay analyzer, for one (1) patient. The false results were not reported out of the lab. The customer reported that there was no instance of death, injury, serious medical deterioration, or inappropriate medical treatment due to event.